Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Tandem technical support advised the customer to prime the infusion set tubing to address the air bubbles. There was no reported adverse impact to the customer's blood glucose level.